Event description:
Sales rep was notified by radiology staff of an event involving a pressure injection. He was not able to obtain full details, but apparently the set ruptured or a port popped out of the t-connector due to injecting into the wrong port. He was unable to get first hand information but was told the user had connected the IV line to the t and gave the injection "through the pigtail" which "caused the IV set to pop." He educated the staff on duty, and plans to go back in to educate remaining staff about following the dfu for proper use of set and which port to use with power injector. No product was saved. There was no patient or user harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Customer states that product will not be returned because everything was discarded.